Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is likely improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7050-100, lot# 449333, mfd. 09 mar 2015, expires 2020-03, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-100, lot# 448333, mfd. 23 jan 2015, expires 2020-01, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient initially had si joint pain relief before complaining of a recurrence of pain symptoms. A new surgeon determined that the implants were too proud of the ilium. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all the implants and placed two ifuse implants into the middle and caudal explant voids. The status of the patient following the revision procedure is not known.